Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support planned to replace the pump, and the customer was informed of the steps needed when the replacement pump is received. However, the customer refused the replacement and requested to return the pump instead, leading to the creation of a case issue.